Event description:
Blood passed rapidly through the filter-pro and the nurse got blood in their face and into their eyes. User alleges at least 20-25 nurses have had blood exposure from leaking filter pro. They take approximately 100 blood samples every day. No treatments due to this issue.